Manufacturer narrative:
Following explant, return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected however at the this time, the device is displaying an accurate remaining percentage. Device replacement was not recommended, as the battery currently does have sufficient remaining capacity. A repeat analysis was recommended at the future device check ups, which will ensure the appropriate replacement window is known. No resulting adverse patient effects have been reported.